Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, according to the information received, material was found on the surface of the implant. It looked like it was partially in the shell of the implant. Upon visual evaluation of the image provided in the complaint (provided on (B)(6) 2019, foreign matter is perceived in the implant. The manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. In addition, no related complaints were found for this lot number. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Foreign matter complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. The product was not received in a sealed thermoform. During the evaluation of the device, some stains were observed, measuring approximately between 0.1 to 0.5 cm. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation concluded that it is an organic composition where functional groups are typically observed in amides/amines. A toxicology assessment was made based on the identification and characterization of the foreign material observed. The assessment concluded that the identified material will not alter the biocompatibility profile of the finished product. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. In addition, no related complaints were found for this lot number. According to manufacturing investigation this will not cause injury or illness to the customer and is unlikely to render the product difficult to use. At various stages of the manufacturing process, there are inspections to evaluate the shell, the devices are examined for obvious defects and rejected and addressed through the quality system. An awareness training was provided to manufacturing associates to inform about the complaint and reinforce the current process controls. Foreign matter complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round high profile 270cc breast prosthesis had a black mark on the device out of box on 11/22/2019. The material was found on the surface of the implant. There was no patient involvement and there were no procedural delays. As a result, the end user had to select a different implant to use.